Event description:
Related manufacturer report number: 2017865-2021-11522 it was reported that the patient presented for an implant procedure. During the procedure, initially the implantable cardiac defibrillator could not be interrogated, but later it worked. When the device was connected, it displayed high defibrillation impedance. In an attempt to remove the atrial lead, it was found to be stuck in the port of the device and would not come out. The device and lead were removed and replaced. There were no patient consequences

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event was "lead was stuck in the device." As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.